Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02509. The pt received two model 3086 scs leads from the same lot number. It was reported during the pt's scs trial procedure the physician dropped one of the leads on the floor. The physician picked up the lead and wiped it off to sterilize it, then proceeded to implant the lead in the pt.